Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, successfully reset it, and no recurrence of the malfunction code was noted. The customer was advised to continue using the pump and to contact support if issues persist.